Event description:
It was reported to boston scientific corporation in 2008 that a c.r.e balloon dilatation catheter was planned for use on a patient during as esophageal dilation procedure the same day (patient gender, age and weight unknown). According to the complainant, during preparation when the product was taken out of the sheath, the physician noticed the catheter was kinked. This device was not used on the patient. The procedure was successfully completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complaint sample was returned for evaluation with the stopcock and the protective sleeve was present on the balloon. The balloon profile was in a wingfolded position and there was no evidence of use. A visual examination of the device shaft was performed and a kink was found 105cm from the distal tip confirming the complaint description. The most probable root cause is undeterminable. A DHR for the pertinent lot was reviewed; no anomalies were noted.